Event description:
As reported, an advance 18 lp low profile balloon catheter's balloon ruptured after an atherectomy of the left superficial femoral artery. The patient had calcified anatomy and the lesion was fifty percent occluded. An unspecified ansel sheath was utilized during the procedure. The balloon ruptured upon its second inflation with an unspecified inflation device at eight atmospheres and the inflation was held for one minute post csi. The balloon was removed over the unspecified hydro st wire. Blood was noted in the inflation device and the balloon was not inflated inside of a stent prior to rupture. The procedure was completed by opening a second unspecified balloon and then stented. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, an advance 18 lp low profile balloon catheter's balloon ruptured after an atherectomy of the left superficial femoral artery. The patient had calcified anatomy and the lesion was fifty percent occluded. An unspecified ansel sheath was utilized during the procedure. The balloon ruptured upon its second inflation with an unspecified inflation device at eight atmospheres and the inflation was held for one minute post csi. The balloon was removed over the unspecified hydro st wire. Blood was noted in the inflation device and the balloon was not inflated inside of a stent prior to rupture. The procedure was completed by opening a second unspecified balloon and then stented. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A pinhole leak was noted in the balloon. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿under fluoroscopy, advance the balloon to the lesion site. Carefully position the balloon across the lesion using both the distal and proximal radiopaque balloon markers.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s calcified anatomy contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.